Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the harvester did not transmit bipolar current. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).